Event description:
Following a catheterization procedure, an angio-seal device was deployed in the pt's right leg. The patient later developed pain in the procedure leg, as well as cramping in his thigh and calf. Approx five days post-procedure, the patient complained of pain and numbness in his foot. Duplex ultrasound revealed an occlusion of the common femoral artery. The patient was taken to surgery where the common femoral artery was ecchymotic and there appeared to be evidence of an external dissection. Two sutures were noted in the opening of the prior cardiac catheterization site in the common femoral artery. The angio-seal device appeared to be intraluminal. There was a large area of thrombus in this area and adjacent to it. More proximally, approx 1 to 2 cm towards the inguinal ligament, the patient had a posterior wall common femoral artery dissection with complete occlusion of the common femoral artery and external iliac arteries. Fresh thrombus was present in the external iliac artery as well as the common femoral and profunda femoris arteries. The patient tolerated the procedure well and was reported to be in stable condition.